Event description:
As reported, the smart control stent was shortened by 2 cm after it was deployed. An additional stent was implanted and the procedure was completed. There was no reported patient injury. The patient was a male, but his age was unknown. The intended procedure was a pta. The target lesion was the right external iliac artery. The lesion was not calcified or tortuous. The rate of stenosis was 80%. When the smart control was released at the target lesion, the approximately 2cm of the stent was shortened. Therefore, additional non-cordis stent was placed next to the smart control. The procedure was finished successfully. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis. As the sales rep confirmed by under fluoroscopic it was not shortened due to vessel tortuous, he considered the issue might be occurred due to physician¿s procedure.

Manufacturer narrative:
Additional information: the lesion length and reference diameter are unknown. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the instructions for use. It is unknown if there was difficulty advancing/tracking the device to the lesion or if there was thrombus in or around the lesion. The lesion was pre-dilated prior to stent implantation. It is unknown if there was any difficulty noted while crossing the lesion or if the stent delivery system (sds) has to pass through previously implanted stents. It is unknown if the smart control locking pin was in place during advancement or if it was removed before attempting to deploy stent. It is unknown if the sds was advanced past the lesion and withdrawn back. The smart control sds was flat and straight outside of the patient before deployment. It is unknown if the catheter was ever in an acute bend. However, the stent was shortened by 2 cm after deployment, which left the proximal end of the right external iliac artery uncovered. It was reported that the cells of the stent looked more compressed than usual. The stent fully expanded with good wall apposition. It is unknown if the sds was removed easily from the patient. The patient is currently stable. Complaint conclusion updated with additional information: the smart control stent was shortened by 2 cm after it was deployed. An additional stent was implanted and the procedure was completed. There was no reported patient injury. The patient was a male, but his age was unknown. The intended procedure was a pta (percutaneous transluminal angioplasty). The target lesion was the right external iliac artery. The lesion was not calcified or tortuous. The rate of stenosis was 80%. When the smart control was released at the target lesion, approximately 2cm of the stent was shortened. Therefore, additional non-cordis stent was placed next to the smart control. The procedure was finished successfully. There was no reported patient injury. As confirmed by the sales representative under fluoroscopy it was not shortened due to vessel tortuosity so he considered the issue might have occurred because of the physician¿s procedure. The lesion length and reference diameter are unknown. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the instructions for use. It is unknown if there was difficulty advancing/tracking the device to the lesion or if there was thrombus in or around the lesion. The lesion was pre-dilated prior to stent implantation. It is unknown if there was any difficulty noted while crossing the lesion or if the stent delivery system (sds) has to pass through previously implanted stents. It is unknown if the smart control locking pin was in place during advancement or if it was removed before attempting to deploy stent. It is unknown if the sds was advanced past the lesion and withdrawn back. The smart control sds was flat and straight outside of the patient before deployment. It is unknown if the catheter was ever in an acute bend. However, the stent was shortened by 2 cm after deployment, which left the proximal end of the right external iliac artery uncovered. It was reported that the cells of the stent looked more compressed than usual. The stent fully expanded with good wall apposition. It is unknown if the sds was removed easily from the patient. The patient is currently stable. The product was not returned for analysis. A device history record (DHR) review of lot 17219056 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent- incorrect length-too short/compressed (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. According to the instructions for use, failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The product remains implanted in the patient and is not available to be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Concomitant device: additional stent: epic10-40 stent. (B)(4). (B)(6).

Manufacturer narrative:
Complaint conclusion: after a 10 x 60mm smart control stent was deployed, the physician noted that the deployed stent was 2cm shorter than expected. A second stent was deployed to fully cover the lesion with no reported patient injury. The event involved a male who was undergoing percutaneous transluminal angioplasty of a target lesion in his right external iliac artery that was described as 80% stenosed, un-calcified and non-tortuous. The device was advanced to the target lesion; but when deployed, the physician noted that it was 2cm shorter than expected. A second non-cordis stent was deployed to fully cover the target lesion with no reported patient injury. The cordis sales representative who was attending the procedure confirmed that the stent shortening was not as a result of vessel tortuosity but may have been related to procedural factors. Attempts to obtain further information about these procedural factors have been unsuccessful. The product was not returned for analysis. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device, the reported customer complaint could not be confirmed and determination of possible contributing factors could be made. According to the instructions for use (IFU), users are instructed to ensure that the locking pin is still in place until they are ready to deploy the stent. The IFU further instructs the user to select the size of the stent based on an unconstrained stent length according to the stent size selection table. The IFU further instructs that failure to maintain a fixed inner shaft position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. It is difficult to draw a clinical conclusion between the device and the event based on the information available. However as reported by the sales representative, there may be procedural factors that contributed to it. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.